Event description:
It was reported that a saline bag backfilled during recirculation. The issue occurred during pretreatment so there was no pt involved. After performing a function check, the clinic's biomed tech could not duplicate the issue: the machine was back in svc.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. There have been no adverse events associated w/ the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.